Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system was oversensing. The oversensing only seemed to occurred when the patient is deep-sea fishing, and thus performing extreme abdominal contractions. The physician feels the oversensing is related to the ICD sensing the muscle myopotentials.